Event description:
It was alleged that a scalpel cautery instrument began to arc at the "elbow of the instrument". The affected instrument was removed and replaced to complete the procedure. During the alleged incident the insertable cautery hook accessory was used with the scalpel cautery instrument. No patient injury or adverse outcome was reported.